Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, non-sustained v oversensing was observed on the ventricular channel. The oversensing could not be reproduced with isometrics. Myopotential oversensing on the ventricular channel is suspected. Programming changes were recommended. No further information was provided.